Event description:
It was reported that this right ventricular (rv) lead had a threshold of 6 volts at 2 milliseconds, an r wave of 5 millivolts, and an impedance of 512 ohms, which was caused by microdislodgement of the rv lead. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.